Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed what appeared to be a yeast infection under the front therapy electrode. The patient was prescribed nystatin cream from a physician. Patient reported that since using the cream, the skin irritation is getting better.